Event description:
During the initial implant procedure, the physician experienced difficulties tightening the set screws of the device, which resulted in high pacing impedance and noise resulting in oversensing on the atrial and right ventricular channels. The device was detached from the leads and replaced. All electrical parameters were in range on the replacement device. The implant procedure was completed without further complications. The patient was in stable condition.

Manufacturer narrative:
The reported event of setscrew, impedance, and sensing anomalies could not be confirmed. The device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.